Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure to treat esophageal varices performed on (B)(6) 2024. Esophagogastroduodenoscopy (egd) was performed and then the esophageal varices were identified. The endoscope was removed, and the device was being prepared and placed onto the scope. Prior to the band ligation procedure, while the technican was tightening the wire to attach the cap to the scope tip, it was noticed that the handle broke at the biopsy cap. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were as provided by the customer and showed one part of the handle was detached.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle broken.